Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device had an internal leak. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was observed and attributed to a disconnected high pressure tubing. The high pressure tubing was found to be disconnected from the transducer. The high pressure tubing was replaced. The device was recertified and returned to the customer. Review of the device logs show occurrences of 02 supply pressure high-3041 and 02 supply pressure high failure-1041. However, it cannot be confirmed as to why the 02 pressure had exceeded the maximum psi levels. This alarm occurs when the 02 supply pressure is greater than 87 psi and can result in a faiilure and/or damge to the device. Analysis of reports of this type has not identified an increase in trend.